Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. It should be noted that the reported patient effect of tissue damage and mitral regurgitation (mr) are listed in the mitraclip system instructions for use, as known possible complications associated with mitraclip procedures. Based on the available information, the reported tissue damage was due to procedural circumstances. The reported mr was cascading event of reported tissue damage. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Patient weight: estimated. The device was discarded and will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Event description:
This report is filed due to tissue injury observed during use of cds0701-xtw 00218u109. The mr had worsened following. It was reported that on (B)(6) 2020, the patient presented with degenerative mitral regurgitation (mr) grade 4, severe heart failure, posterior leaflet 2 (p2) flail, with fragile, frayed/tethered mitral leaflets. One mitraclip (cds0601-xtr 91028u232) was successfully implanted, reducing the mr to grade 1-2. There was no device issue and no device related injury. On (B)(6) 2020, the patient had presented with recurrent mr grade 4. Per physician, the recurrent mr was due to disease progression and unrelated to the implanted clip. The clip had remained stable and well seated without device related tissue injury observed. Due to the recurrent mr, a second mitraclip procedure was performed that day. The first mitraclip ntw advanced to the mitral valve. The valve was grasped successfully, reducing mr, however, the operator decided an xtw clip would provide a better mr reduction. The device was removed without issues. There was no device malfunction or issue, and no tissue damage observed due to this device. In replacement, an mitraclip xtw delivery system was successfully implanted medially, in the intended area and without a device issue and without tissue injury observed, reducing mr. To further reduce mr, another mitraclip xtw (cds0701-xtw 00218u109) grasped the mitral leaflets when a leaflet tear occurred. Grasping was not difficult, however, the operators grasped a few times to obtain the best grasp. Due to the leaflet tear, the mr had worsened to grade 4+ and the procedure was aborted. This clip was not implanted and device removed without further issues reported. There was no further treatment reported. Reportedly, the patient was unable to have surgical intervention due to pre-existing health conditions and has been placed in hospice care. No additional information was provided regarding this issue.